Event description:
It is reported that the surgeon found interference between the femoral head and the liner ring. New devices are opened and implanted.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.